Event description:
Customer called to report that the reservoir is depleting but she is not sure where the insulin is going. Customer stated that she smells insulin but there is no moisture anywhere. Customer's blood glucose values ranged from 133 to 478 mg/dl. Customer stated that she removed the infusion set and the cannula was bent. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.